Event description:
Ous MDR - biomonitor was checked as scheduled during follow-up. Initial contact shows a battery output of < 2 years. Device "demands update". The update only displayed 1/3 of the progress before it terminated and the device displayed eri. This device was returned for analysis. Should additional information become available, this event will be updated.

Manufacturer narrative:
First, the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. After it was received, the device underwent a status interrogation, and the clinical observation could be confirmed. The memory content of the implant was then analyzed. The analysis showed that the battery status eri was activated because of damaged memory content. In the further course of the analysis, the damaged memory could be corrected with the help of a technical programmer. Subsequently, the implant showed proper device behavior. The battery status war as expected with 80%. The signal sensing of the device was tested, which proved to be free of noise. The device sensed supplied signals free of interferences. The signal sensing of the device was normal. In summary, the clinical observation resulted from damaged memory content. After correction of the memory, the device behavior was normal. The cause of the damaged memory content could, however, not be detected. But it cannot be ruled out that external influences, such as strong electromagnetic radiation, have contributed to the clinical observation. There was no material defect or manufacturing error.